Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 9) occurred after filling the cartridge with 400 units of insulin. Customer reloaded cartridge and the alarm cleared. Customer declined tandem technical support's offer to perform a pump system check. Customer's blood glucose was approximately 220 mg/dl.